Event description:
It was reported that the patient had stimulation in the wrong location. She felt pain in her foot and her toes were tingling. She went to hcp (healthcare provider) and hcp turned stimulation down with the clinician programmer. The tingling and pain then went away. The patient reports a loss of therapeutic effect. Because they turned stimulation down due to feeling it in the foot, patient¿s overactive bladder symptoms returned a day after. She was running to the bathroom all the time. The patient also said the program was changed once. Patient called to ask for help increasing the stimulation. She sees her hcp the day after call. On the call, patient used her programmer and confirmed ins (stimulator) was on. Programmer showed she was in program 4 at 1.0 volts. She felt no stimulation. The patient then increased to 1.6 volts and stated she felt her toes tingling. Patient decreased and felt tingling in her toes at 1.5 volts and 1.4 volts. Patient decreased down to 1.2 volts and felt no stimulation. The patient started crying on the phone, patient was worried if the therapy was going to work for her. On the call, the patient used the programmer and first got a poor communication screen. She then repositioned and programmer showed patient programmer batteries were low information screen. She had it since february and it had not been that long. The patient then replaced batteries on the call and was able to successfully connect to ins and make adjustments. Additional information received reports that the patient had scheduled for follow up on (B)(6). The patient states symptoms began after hospitalization for possible cardiac issues and ipg (stimulator) may had been bumped during transfer. The event cause was not determined. It was unknown if device related. No reprogramming was needed. The patient was seen (B)(6) and the device interrogated. The patient had only used program 1. The healthcare provider taught the patient how to use the programmer on (B)(6). The patient experienced loss of therapeutic effect. The patient had not recovered and the symptoms/issue were ongoing.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0mzhm, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information provided by the healthcare provider reports the patient was not recovered and the symptoms/issue was ongoing. The patient was scheduled for reprogramming on (B)(6) 2015 and forgot her programmer. The patient was rescheduled for reprograming later today on (B)(6).